Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device dislocation ('migration of essure device location of device: pelvis') in a female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous (3), multigravida (4), amenorrhea, fibrocystic breast, shoulder pain, neck pain, cervicitis, nausea, vomiting, oligomenorrhea, dizziness, weakness, glucose low, palpitations, breast pain, diarrhea, headache, asthma, chest pain and sinus disorder. Previously administered products included for an unreported indication: iud and depo-provera. Concurrent conditions included obesity, urine incontinence, skin disorder, dysfunctional uterine bleeding, hot flashes, tachycardia and paratubal cyst. Concomitant products included atenolol from (B)(6) 2018, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016, ibuprofen (motrin) since 2015, lisinopril from (B)(6) 2018, naproxen sodium (aleve) since 2015 and ranitidine hydrochloride (zantac). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic pain ("pain: pelvic"), skin mass ("allergic or hypersensitivity reaction type: knots under the skin"), depression ("psychological or psychiatric problems condition: depression"), amnesia ("memory loss"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal out of control") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). In (B)(6) 2016, the patient experienced loss of libido ("hormonal changes describe: no libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient was found to have heart rate increased ("rapid heart beat"). In (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and hypertension ("blood or heart disorder/condition type: high bp"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, device dislocation, loss of libido, hormone level abnormal, depression, amnesia, migraine, dysmenorrhoea, dyspareunia, weight increased, fatigue and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain, mood swings, vaginal haemorrhage, menorrhagia, skin mass, hypertension, heart rate increased and alopecia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, alopecia, amnesia, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, heart rate increased, hormone level abnormal, hypertension, loss of libido, menorrhagia, migraine, mood swings, pelvic pain, skin mass, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2015. Discrepancy noted in removal date: (B)(6) 2019 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, fatigue, anxiety, hypertension, dysmenorrhea, depression, pelvic pain, vaginal hemorrhage lot number: c51076, production date: 2014-04-25, expiration date:2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device dislocation ('migration of essure device location of device: pelvis') in a female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous (3), multigravida (4), amenorrhea, fibrocystic breast, shoulder pain, neck pain, cervicitis, nausea, vomiting, oligomenorrhea, dizziness, weakness, glucose low, palpitations, breast pain, diarrhea, headache, asthma, chest pain and sinus disorder. Previously administered products included for an unreported indication: iud and depo-provera. Concurrent conditions included obesity, urine incontinence, skin disorder, dysfunctional uterine bleeding, hot flashes, tachycardia and paratubal cyst. Concomitant products included atenolol from august 2018 to october 2018, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016 to (B)(6) 2016, ibuprofen (motrin) since 2015, lisinopril from (B)(6) 2018 to (B)(6) 2018, naproxen sodium (aleve) since 2015 and ranitidine hydrochloride (zantac). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic pain ("pain: pelvic"), skin mass ("allergic or hypersensitivity reaction type: knots under the skin"), depression ("psychological or psychiatric problems condition: depression"), amnesia ("memory loss"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal out of control") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). In (B)(6) 2016, the patient experienced loss of libido ("hormonal changes describe: no libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient was found to have heart rate increased ("rapid heart beat"). In (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and hypertension ("blood or heart disorder/condition type: high bp"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, device dislocation, loss of libido, hormone level abnormal, depression, amnesia, migraine, dysmenorrhoea, dyspareunia, weight increased, fatigue and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain, mood swings, vaginal haemorrhage, menorrhagia, skin mass, hypertension, heart rate increased and alopecia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, alopecia, amnesia, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, heart rate increased, hormone level abnormal, hypertension, loss of libido, menorrhagia, migraine, mood swings, pelvic pain, skin mass, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date:(B)(6) 2015, (B)(6) 2015. Discrepancy noted in removal date: (B)(6) 2019, (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, fatigue, anxiety, hypertension, dysmenorrhea, depression, pelvic pain, vaginal hemorrhage. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. Lot number was added. Reporter information, concomitant drug, medical history, lab date updated. Preciously reported event "injury"is updated to " uterine perforation, hormonal changes describe: no libido, hormonal out of control, mood swings, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: knots under the skin, psychological or psychiatric problems condition: depression and memory loss, migraines / headaches, blood or heart disorder/condition type: high bp, rapid heart beat, migration of essure device location of device: pelvis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, ectopic pregnancy, hair loss, abdominal pain, vaginal discharge" were added. Follow up 2 and 3 processed together. On 15-jan-2020: medical records received: reporter information and medical history was added. Follow up 2 and 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.